Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump was submerged in lake water. The customer did not recall the blood glucose reading. Fluid was visible under the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.